Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that when caregiver saids she found the pt (mom) on the floor, not sure how or when she fell out of the bed. - they have a mattress on the floor next to the bed and she fell onto that mattress - - her mom caught her arm in the bed rail, and caregiver needed to call 911 for help getting her up and back into bed - no injuries, not taken to hospital (B)(6) (cu400-69065); mattress (B)(6) (no s/n data avail) sns do not pull any order data up. Complaint # (B)(4). Was entered into our system.